Event description:
The customer reported that she has been experiencing low blood glucose levels after infusion set changes for the past month. Troubleshooting was performed, and found that the customer's fixed prime was set to 5.0. Advised the customer of the proper fixed prime amount. The customer also reported that her husband had to call the paramedics recently due to low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.